Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose levels rose to 29.8 mmol/l (536.4 mg/dl) with ketones of 5.9 mmol/l while wearing the pod for between 37 and 48 hours. The patient went camping with her school and was hiking. The patient was vomiting and frequently using the restroom during the night. Symptoms reported include headache and dehydration. The patient's legal guardian went to pick her up the following day and noticed the cannula dislodged from the infusion site (abdomen). The patient's legal guardian drove her to the hospital where the pod was removed and was given insulin intravenously. After utilizing intravenous therapy for one day, the doctor applied a new pod to resume insulin delivery. The patient was discharged after two days.